Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer jumped into a pool and received the button error alarm. The customer did not receive insulin in three hours. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.